Event description:
Baxter canada reports blood leaking from the dialyzer on two separate occasions during treatment on the same pt. The dialyzers were discarded. No pt injury and no medical intervention was required.